Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a metal removal the tip of the screwdriver broke off. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a metal removal the tip of the screwdriver broke off. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8737-37, batch 1391937 was received for investigation. Visual inspection identified that the distal tip of the ar-8737-37 had broken off, with the entire drive feature missing. As such, the hex could not be assessed. The shaft was assessed using digital micrometer ID: 224 and was found to meet design specifications. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging the driver within the screw head.